Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Event date is unknown. Initial reporter is j&j company representative. Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the periost-elev round edg w/3 curved blade was found the device broken. The broken fragments were returned. No other issue observed. A dimensional inspection for the periost-elev round edg w/3 curved blade was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the periost-elev round edg w/3 curved blade would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: no issues. Dimensional inspection: n/a. Device history review: a manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a phenolic handle is cracked and thus can not be cleaned properly. This was discovered pre-operatively on an unknown date with no known patient involvement. This is report 1 of 1 for (B)(4). This report is for a periosteal elevator.